Event description:
The customer's mother called to report that insulin leaked from the o-rings. The mother also reported a blood glucose reading of 293 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.